Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and a sling was implanted. The patient reports experiencing excruciating pain and bleeding. No additional information is available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.